Event description:
It was reported that the right ventricular lead was programmed to a unipolar pacing mode and was occasionally oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal portion of the lead was returned and analyzed; analysis revealed a breach of the inner insulation. Blood ingression was noted on the inner and outer insulation. (B)(4).